Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2014. The leads were verified with a pace system analyzer (psa) then connected. A pull test was performed and correct leads connection was confirmed. Pacemaker check by the programmer was performed just after implantation operation. The elevation of ventricular threshold and lead impedance was confirmed, however, re-intervention was not performed. On (B)(6) 2014, pacemaker check was performed and confirmed the observed behavior (ventricular threshold : 3.25v/0.35ms ; ventricular lead impedance : 1800ohms). A re-intervention was performed, pacemaker was explanted from pacemaker pocket, then ventricular lead was pulled before unscrewing of ventricular setscrew. Ventricular lead connector did not come out from the pacemaker port. Ventricular lead was disconnected and checked visually. No trace of the blood on lead connector was confirmed. Ventricular lead connector was cleaned by wet gauze, and measured by psa (ventricular threshold : 0.8v/0.4ms ; r wave amplitude : 8.0mv ; ventricular lead impedance : 267ohms). Explanted pacemaker was re-connected to the ventricular lead and measured by the programmer. High ventricular threshold compared to the measured data by psa was confirmed (ventricular threshold : 1.5v/0.35ms). Pacemaker malfunction (blood ingression to the ventricular port) was suspected, and a new pacemaker was successfully implanted. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2014. The leads were verified with a pace system analyzer (psa) then connected. A pull test was performed and correct leads connection was confirmed. Pacemaker check by the programmer was performed just after implantation operation. The elevation of ventricular threshold and lead impedance was confirmed, however re-intervention was not performed. On (B)(6) 2014, pacemaker check was performed and confirmed the observed behavior (ventricular threshold : 3.25v/0.35ms ; ventricular lead impedance: 1800ohms). A re-intervention was performed, pacemaker was explanted from pacemaker pocket, then ventricular lead was pulled before unscrewing of ventricular setscrew. Ventricular lead connector did not come out from the pacemaker port. Ventricular lead was disconnected and checked visually. No trace of the blood on lead connector was confirmed. Ventricular lead connector was cleaned by wet gauze, and measured by psa (ventricular threshold: 0.8v/0.4ms ; r wave amplitude : 8.0mv ; ventricular lead impedance: 267ohms). Explanted pacemaker was re-connected to the ventricular lead and measured by the programmer. High ventricular threshold compared to the measured data by psa was confirmed (ventricular threshold: 1.5v/0.35ms). Pacemaker malfunction (blood ingression to the ventricular port) was suspected, and a new pacemaker was successfully implanted. The subject pacemaker will be returned for analysis.